Event description:
A journal article alleged that prior to 23 oct 2007 a (B)(6) year old male morbidly obese patient with congestive heart failure, obstructive sleep apnea, osteoarthritis, and asthma underwent gunther tulip filter placement prior to bariatric surgery. There was no history of dvt or pulmonary embolism. The patient had previously lost more than 300 lbs of his own accord prior to the bariatric procedure. The filter was placed at the level of l2 below the renal veins via a right transjugular approach using ultrasound guidance. The filter was deployed and held securely in place by its tines. The laparoscopic sleeve gastrectomy was performed without complications. On the postoperative morning, the patient experienced two episodes of ventricular tachycardia for a run of 5-6 beats. Patient complained of pressure-like chest pain and shortness of breath. Sublingual nitroglycerine immediately resolved the symptoms. A 12-lead electrocardiogram was performed and revealed a new right bundle branch block. Cardiac enzymes revealed no evidence of myocardial infarction. An x-ray showed no evidence of the filter located in the ivc. Anterior-posterior and lateral chest roentgenograms were subsequently performed, with evidence of the filter positioned upside down in the right ventricle. The patient was immediately taken to the or for percutaneous retrieval of the migrated device that was located in the right ventricle, between the tricuspid orifice and the orifice of the pulmonary trunk. The cook retrieval system along with other manufacturer's devices were utilized to capture one of the legs of the filter device and deliver it into the right atrium without resistance. The filter tine caught on the junction between the superior vena cava and the right atrium so another gunther tulip retrieval system was utilized to attempt capture from below and was unsuccessful along with several other devices. Another manufacturer's gooseneck snare was utilized as a buddy snare from a transjugular approach to successfully retrieve the filter and the sheath device without difficulty. Completion venogram showed no signs of damage to the caval wall and electrocardiogram showed no arrhythmias. The patient tolerated the procedure in stable condition. At 1-month follow-up, the patient was well, without any cardiopulmonary symptoms or complications, and his chest x-ray was normal. A section of the device did not remain inside the patient's body. The patient did require the additional procedures of percutaneous retrieval of the migrated device due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot number not provided by the reporter. Catalog # not provided by the reporter. Expiration date unknown as lot is unknown. UDI # unknown as lot is unknown. (B)(4). Investigation / evaluation: no product was returned and the lot number and rpn are unknown; however, a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) was conducted during the course of investigation. Images in the article were reviewed by an outside clinical expert. The findings were as such: three images are provided in the article. The first was performed on a portable c-arm at 8:40am. Lt is a subtracted angiographic image of the ivc. Image quality is poor and the contrast density weak. No landmarks other than the stomach bubble are present for calibration however subjectively the stomach bubble is stable in comparison to the second image which contains the filter for calibration. The ivc diameter measures 25mm in the anterior posterior (ap) projection. The second is an ap image tulip filter performed nine minutes later. No contrast is present. Calibration was performed off the filter hub. The right and left legs are positioned orthogonal to the projection because the anterior and posterior legs are superimposed. The right and left legs are spread by 33mm. The filter measures 50mm long confirming accurate calibration. The third is a lateral cxr faintly demonstrating a linear metallic density superimposed over the expected location of the right ventricle. The hub is superior and the legs are constrained. Impression: a megacava was present. The angiogram was poor due to employment of a portable c-arm in a (B)(6) patient and a weak contrast bolus. Better imaging would have demonstrated a larger ivc but possibly not to 30m m given the often ovoid and dynamic ivc shape. However careful scrutiny of the filter immediately after deployment would have confirmed the megacava. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm) filter migration may be due to manipulation in the area of the filter implant or due to a blood clot captured inside the filter which could contribute to changes to the filter configuration and placement. During the manufacturing processes the spring effect/radial force of every filter is 100% verified. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. In addition, the device is 100% inspected to ensure there is no visual damage to the packaged product and that the filter has not released from the delivery system. The instructions for use provide instructions as to the intended use, contraindications, warnings and precautions. Potential adverse events are including, but not limited to, acute damage to the inferior vena cava, acute pulmonary embolism, extravasation of contrast material at time of vena cavogram, hematoma at vascular access site, hemorrhage, thrombosis or stenosis at implant site, wound infection at vascular access site, and/or death. Based on the available information, the root cause of this event has been determined to be related to the patient condition as migration had occurred. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
A journal article alleged that prior to (B)(6) 2007 a (B)(6) male morbidly obese patient with congestive heart failure, obstructive sleep apnea, osteoarthritis, and asthma underwent g&#1806;ther tulip filter placement prior to bariatric surgery. There was no history of dvt or pulmonary embolism. The patient had previously lost more than 300 lbs of his own accord prior to the bariatric procedure. The filter was placed at the level of l2 below the renal veins via a right transjugular approach using ultrasound guidance. The filter was deployed and held securely in place by its tines. The laparoscopic sleeve gastrectomy was performed without complications. On the postoperative morning, the patient experienced two episodes of ventricular tachycardia for a run of 5-6 beats. Patient complained of pressure-like chest pain and shortness of breath. Sublingual nitroglycerine immediately resolved the symptoms. A 12-lead electrocardiogram was performed and revealed a new right bundle branch block. Cardiac enzymes revealed no evidence of myocardial infarction. An x-ray showed no evidence of the filter located in the ivc. Anterior-posterior and lateral chest roentgenograms were subsequently performed, with evidence of the filter positioned upside down in the right ventricle. The patient was immediately taken to the or for percutaneous retrieval of the migrated device that was located in the right ventricle, between the tricuspid orifice and the orifice of the pulmonary trunk. The cook retrieval system along with other manufacturer's devices were utilized to capture one of the legs of the filter device and deliver it into the right atrium without resistance. The filter tine caught on the junction between the superior vena cava and the right atrium so another g&#1806;ther tulip retrieval system was utilized to attempt capture from below and was unsuccessful along with several other devices. Another manufacturer's gooseneck snare was utilized as a buddy snare from a transjugular approach to successfully retrieve the filter and the sheath device without difficulty. Completion venogram showed no signs of damage to the caval wall and electrocardiogram showed no arrhythmias. The patient tolerated the procedure in stable condition. At 1-month follow-up, the patient was well, without any cardiopulmonary symptoms or complications, and his chest x-ray was normal. A section of the device did not remain inside the patient's body. The patient did require the additional procedures of percutaneous retrieval of the migrated device due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Journal article: j.veerapong et al.: successful percutaneous retrieval of an inferior vena cava filter migrating.

Manufacturer narrative:
(B)(4). Event is still under investigation.